Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the stent was detached from the sds. A dried blood-like substance was visible on the stent. One end of the stent was mangled and stretched. The diameter and strut orientation of the other end of the stent was consistent with an undeployed stent. Examination of the sds revealed that stent strut impressions were visible on the surface of the balloon. The impressions were well-centered between the markerbands, which is evidence that the stent was appropriately positioned and secured to the balloon in manufacturing. Magnified inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the diagonal (dx) artery. One taxus stent was successfully placed. Next. A 12x2.25mm taxus liberte atom stent delivery system (sds) was advanced but could not cross the lesion. The sds was removed and a balloon catheter was advanced to dilate the lesion. Next, the taxus liberte was re-advanced but it still would not cross. No additional intervention was performed on the lesion. Once outside the patient, it was noted that the stent had dislodged at the toughy. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the diagonal (dx) artery. One taxus stent was successfully placed. Next. A 12x2.25mm taxus liberte atom stent delivery system (sds) was advanced but could not cross the lesion. The sds was removed and a balloon catheter was advanced to dilate the lesion. Next, the taxus liberte was re-advanced but it still would not cross. No additional intervention was performed on the lesion. Once outside the patient, it was noted that the stent had dislodged at the toughy. No patient complications were reported and the patient's status is ok.